Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt with the device and a set of multi-function electrodes, but the device would not charge and the screen displayed a "paddle fault" error message. The clinicians were able to obtain another device to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the electrodes used in the event were inadvertently discarded subsequent to the event. In addition, the complainant was unable to supply the lot number of the electrodes used in the event.